Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The infusion set fell off while doing physical activity/sweating, swimming, or bathing . The infusion set was in use for 3 and a half hours the patient replaced infusion set and resumed insulin successfully. No further information available.